Manufacturer narrative:
Device received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube. Device passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm.(B)(4)

Event description:
Customer reported her insulin pump has several cracks around the reservoir. She also believes the device is not delivering correctly anymore because her blood glucose has been higher than normal. Customer's blood glucose is 175 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.